Manufacturer narrative:
Correction: the correct patient identifier should have been jhb, rather than jb. The correct customer phone number should have been (B)(6), rather than (B)(6).

Event description:
It was reported that the right atrial (ra) lead exhibited a high pacing impedance and elevated capture threshold. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.